Manufacturer narrative:
Unit passed displacement test. Sleep current measurement and active current measurement within specifications. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error 25, low battery alarm and power loss alarm due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Unit received with cracked retainer, minor scratched display window, fading serial number label and scratched case.

Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received a low battery alert a day after inserting a new battery into her pump. Her blood glucose was unknown. During troubleshooting, the call was dropped but not completed. The customer called back a few days later stating that she received a power error alarm at 3:00 am and 7:00 am and stated her blood glucose was 120 mg/dl. She was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being returned for analysis.